Manufacturer narrative:
It was determined by the customer that the monitor on the workstation failed. Customer replaced monitor and cancelled service call. No evaluation by ge.

Event description:
It was reported that the screen on the stenoscope went blank. There was no report of pt injury.